Event description:
It was reported that there was a tear in a membrane. There was unknown patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. The service history review identified no previous repairs within the last 12 months. The event history log (ehl) review found no related complaints. The reported issue was confirmed through visual inspection. The root cause was a torn downstream occlusion (dso) seal. The dso seal will be replaced.